Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and when inserting the ablation catheter into the vizigo sheath, there was a lot of tension at the hub, and the hub piece became disconnected or pushed in. The vizigo sheath was leaking back through the hemostatic valve. The blood loss was approximately 2ml and required no treatment. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 18-aug-2023, the product investigation was completed. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and when inserting the ablation catheter into the vizigo sheath, there was a lot of tension at the hub, and the hub piece became disconnected or pushed in. The vizigo sheath was leaking back through the hemostatic valve. The blood loss was approximately 2ml and required no treatment. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive fore manipulation was applied; however this could not be conclusively determined. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Per internal review, it was identified that the product receipt on 17-jul-2023 was mistakenly omitted from the initial report. The date has been updated in section d9. The bwi product analysis lab received the device for evaluation.